Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited far field r wave oversensing causing false atrial tachyarrhythmia (at)/ atrial fibrillation (af) episodes. Programming changes were made. There were no patient consequences.